Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was insufficient additive quality and clotting. The following information was provided by the initial reporter. The customer stated: "clotting has been occurring frequently. It clearly appears that there are fewer powders inside.".

Manufacturer narrative:
Bd received 1 sample and 4 photos for investigation. Retention samples were also evaluated. Visual evaluation of the returned sample and photographs attached show evidence of less amount of additive in the tube. Clotting was not observed. The returned sample was compromised due to a preparation error and could not be further tested. 100 retained samples were visually inspected, and no additive abnormalities were found. Additionally 6 retained samples were analyzed for edta content; all were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for insufficient additive (based on the photos received) and returned sample). Clotting was unable to be confirmed based on the testing performed. Bd was not able to identify a root cause for the indicated failure mode. Further action is not indicated at this time, as a complaint trend was not found. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was insufficient additive quality and clotting. The following information was provided by the initial reporter. The customer stated: "clotting has been occurring frequently. It clearly appears that there are fewer powders inside."